Event description:
It was reported that this pacemaker exhibited farfield oversening. Technical services (ts) reviewed and stated that this device had recorded atrial tachy response (atr) episodes in past 72 hrs. There were no out of range measurements observed. The presenting electrogram (egm) showed that the device was operating as programmed. This device remains in service. No adverse patient effects were reported.